Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump's black box was reviewed and showed evidence of rebooting. The battery compartment was found to be cracked at the threads. The returned battery cap has partially stripped threads and was unable to maintain a connection. Power loss was duplicated with the returned battery cap. A new test cap was able to carefully attach to the pump. During testing, the pump was exercised for a 24 hour duration period with using the new test battery cap and a 1 unit per hour basal rate; no power interruptions or alarms were duplicated during testing. The pump cover was removed and no evidence of moisture or evidence of damage to the power circuit was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter noted the pump would reboot several times a day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.